Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s lactate dehydrogenase (ldh) was greater than 1000 u/l and there was concern for hemolysis. Intermittent elevations in power were also observed. Log file analysis completed by the manufacturer¿s technical services representative confirmed power elevations. Patient received palliative treatment. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. Analysis of the system controller log files that were provided confirmed frequent pi events; however, the report of intermittent power elevations could not be confirmed. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.